Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and the mesh was implanted. It was reported that the mesh went through the patient's vaginal wall and caused bleeding. It was reported that the patient experienced this for approximately two years, and the patient's physician opines to have the device removed. Additional information has been requested.